Manufacturer narrative:
As the date and type of the da vinci procedure was not available, a device history record (DHR) review, instrument log review, and system log review cannot be performed. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following a robotic procedure. The details of the type of surgery at the index operation plus how this may or may not have contributed to the death are unknown. According to the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that the patient underwent an unspecified da vinci-assisted procedure to resolve a small bowel obstruction on an unspecified date and expired on (B)(6) 2024 due to unknown causes. On (B)(6) 2024, an intuitive clinical representative heard the surgeon state that the patient returned to the hospital on an unspecified date post-procedure due to an incisional hernia at one of the port sites. No additional information was provided. Multiple attempts to obtain additional information from the surgeon were made with no response. The customer risk manager was also contacted and provided no additional information.